Event description:
It was reported revision surgery was performed due to the head been dislocated from the cup.

Manufacturer narrative:
The device, used in treatment, were not returned for evaluation. A clinical analysis indicated it was reported that revision surgery was performed due to the head been dislocated from the cup. Based on the x-ray and image of the explanted cup, there is not enough information to make a thorough medical assessment at this time. Upon receipt of additional medical/clinical records, the clinical task will be re-opened and re-assessed at that time. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or some potential probable causes that could contribute to the reported event have been identified as improper leg length and hip joint stability, patient non-compliance or other host factors, and improper size selection (unipolar head/ bipolar shell). Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.